Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 500 mg/dl. Customer reported that insulin pump had rainbow screen, battery lasts couple of days and rejected new batteries. Customer stated that buttons of insulin pump were unresponsive and alarms were not loud. Customer reported that insulin was squirting out during priming and sticker coming off. The insulin pump will not be returned for analysis.